Manufacturer narrative:
Based on the available info, this event is being reported a s a death based on the report that the pt expired a few days later after an emergency colostomy was performed. There is no other info available at this time. No info no amount of mls in balloon when it was removed. Product was discarded, therefore, lot number was not available. No additional pt/event details have been provided to date. Should additional info become available, a follow-up report will be submitted. The lot number was not provided. Therefore, we are unable to determine the specific MFR site. Both potential manufacturing site numbers are listed below. A return sample for eval is not expected. Convatec will continue to tract and monitor such complaints according to its complaint handling and CAPA procedure.

Event description:
It is reported of the pt's death after having an fms device inserted. The report indicated that a terminally ill pt with many health issues was weaned off a ventilator. An fms was in place for several days but the pt was delirious and pulled out the fms causing mucosal lacerations. The nurse did not provide description; size or if any bleeding was noted. An emergency colostomy was performed and the pt expired a few days later.